Event description:
Boston scientific received information that this patient underwent a right ventricular revision procedure due to the lead being dislodged. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.